Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the phlebotomist completed the blood draw with the suspect device and pushed the button to retract the needle. The needle did not retract all the way into the hub and she scraped her right forefinger on the exposed needle. The phlebotomist was sent to employee health for evaluation.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6281529. There were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. This lot was built from october 14, 2016 thru october 17, 2016. Conclusion - bd was unable to confirm the customer indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.